Event description:
It was reported that the user was unable to remove the rubber stopper from the insulin cartridge while using the ilet, and customer care guided the user to use the press-and-hold feature to move the stopper upward and then remove it with a syringe needle, resolving the issue. Symptoms included no adverse clinical effects. Outcomes included no impact beyond temporary device handling difficulty and no alerts or alarms. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed that the device operated as designed once the stopper was repositioned and removed, and the issue was attributable to cartridge handling. It was concluded that no device malfunction occurred and that user technique was the likely cause.